Manufacturer narrative:
Product ID 8709sc, lot# n177795004, implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that alarm was heard and also confirmed by telemetry. Telemetry confirmed a non-critical alarm. Alarm was due to low reservoir volume being reached. It was also reported that the reservoir was at 1.1 ml and the patient was "just a little bit tighter" than normal. The patient had missed her refill appointment. The pump was refilled and the outcome was reported as "no injury." It was unclear whether the drug involved with the event was lioresal or gablofen 500mcg/ml, 105mcg/day.